Event description:
The pt called lifescan (lfs) and alleged that her meter was reading inaccurately high. The patient obtained a result of 228 mg/dl and the lab result was 50 mg/dl. The test were performed within 10 minutes of each other. She reported that after testing she felt like she was going to pass out. She was given food and drink. The test strips were in good condition, codes matched, and the techniques for applying th eblood to the test strip and for cleaning the puncture site were correct. The patient did not have any control solution to troubleshoot. This accuracy complaint is being reported as malfunction because the meter to lab comparison failed. The patient was hypoglycemic however, there is no evidence of the meter contributing (the patient tested on her meter prior to the symptoms and the lab result, which was low, was taken only minutes after the meter result; therefore, the patient did not experience a delay in treatment). A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.